Event description:
During a routine shift check by a clinician, the device displayed a red "x" and give a "unit failed" prompt then shut down. There was no patient involvement in the reported malfunction.